Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Customer support provided information and assistance to reset the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and to report if any malfunction code appears again, which the customer acknowledged.